Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. During remote troubleshooting, the customer reported that cannot get c arm or table to work and reboot didn't help. The philips field service engineer (fse) inspected the system onsite and confirmed the movements of the allura device were unavailable. Review of log files did not confirm the reported malfunction. Upon further inspection, the fse identified the issue with potentiometer sensor. To resolve the issue, fse installed longitudinal potentiometer sensor and calibrated it. After installation and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited the site and replaced the l-arm carriage potentiometer. The device was returned to expected functionality.